Event description:
It was reported that patient underwent total hip arthroplasty 2008. During procedure, while using the inserter to place the acetabular cup, slivers of metal were identified in the wound. Physician removed the slivers and completed the procedure. Post -operative radiographs showed metal remained. Patient returned to surgery to remove remaining metal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, it was relayed that device is available for on site evaluation only. This report filed october 29, 2008.